Manufacturer narrative:
(B)(4).

Event description:
It was reported that while performing dft testing after the device upgrade procedure, device delivered inadequate shocks during the dft testing. Physician tried with different shock vector but it was unsuccessful. The patient was externally shocked to end the induced vf episode. Lead was replaced on (B)(6) 2010. Patient's condition was good.